Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A cartridge change was performed resolving the issue. Additionally, the insulin gauge was inaccurate. Reportedly, the customer performed the air removal process incorrectly. Tandem technical support educated customer on proper air removal technique. A new cartridge was successfully loaded, and customer resumed insulin therapy. There was no adverse impact to the customer's blood glucose level due to this issue.